Event description:
During anodyne therapy in rehabilitation, the resident sustained a reddened area to right medial knee. Therapist report to staff nurse who stated area was slightly reddened and had xenaderm ordered. Area skin has since abrased off. Sent report to state. Equipment must be checked for malfunction before using again.